Event description:
Unomedical reference number (B)(4). Event occurred in the united states on (B)(6)2024, it was reported that on (B)(6)2024, the patient experienced infusion set fell off during use. Also, patient replaced infusion set and resumed insulin deliveries successfully. No further information available.

Manufacturer narrative:
MDR 3003442380-2024-01160 - device 2 of 3